Event description:
Device has been explanted.

Manufacturer narrative:
Device photo analysis. Visual analysis of the photographs identified: device patch with lot number 2522561. Red particle material on the shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, red particles in the surface of the shell and opening. A microscopic analysis was performed which identify striated opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported left side "rupture." Device remains implanted.